Event description:
The customer reported that the hand switch was not working. The field engineer noted that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch. The system operates as intended.